Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 6fr non bsc guide extension catheter was advanced. A 2.25x12mm promus premier¿ stent delivery system (sds) was selected. During preparation, it was noted that the stent was dislodged from the sds. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 6fr non bsc guide extension catheter was advanced. A 2.25x12mm promus premier¿ stent delivery system (sds) was selected. During preparation, it was noted that the stent was dislodged from the sds. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device. A visual and tactile examination found multiple kinks along the hypotube shaft. The bumper tip of the device showed signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).